Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shocks for ventricular tachycardia with atrial fibrillation leading to therapy exhaustion. Boston scientific technical services discussed turning off atrial fibrillation rate threshold to prevent additional inappropriate therapy. The device remains in service. No adverse patient effects were reported.